Event description:
See also manufacturer report 3004209178201004193. Therapy impedance was 110 ohms since (B)(6) 2010. Previously, it was 1163 ohms. The device was programmed to 3+, 1- with 3.7v for battery measurement. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4). Late MDR is due to implementation of process improvement.